Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A2: date of birth: requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal closure device was inserted into the right femoral artery for access site closure in the standard manner. Upon attempting to pull and cut the suture, no suture was present. Further investigation revealed that the collagen plug, footplate, and suture were caught inside the sheath. Manual pressure was applied for 20 minutes until hemostasis was achieved. Estimated blood loss was less than 250 cubic centimeters. The patient remained stable. No patient harm occurred. All device components remained within the angio-seal sheath. Additional information received on 28 jul 2025: the procedure being performed was a left heart catheterization using a six french sheath. A pre-deployment angiogram was performed. No difficulties were reported with arterial access, sheath insertion, guidewire placement, or catheter insertion. Hemostasis was achieved by applying manual pressure proximal to the insertion site. No concomitant medical products were used with the angio-seal device. The device was cut open, and the plug, footplate, and suture were confirmed to be inside the sheath.